Manufacturer narrative:
E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the sheath's outer surface (the sky-blue part) was split in half, normally, the silicon valve (transparent round valve) was left alone, not split in half. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
One device, one photo and one video were returned for evaluation. Visual testing was performed, and it was found that were split and the valve remained without being split and on one side of the introducer. The testing could duplicate the customer reported problem. Functional testing was not performed. The root cause of the issue could not be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.